Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Cracked at junction of line and winged fixation point. Cvad dressing removed, confirmed to be leaking at site indicated, nnp able to insert guidewire, remove damaged device and re-insert new (same size and lot number) device into original access point. Pt tolerated well. Transferred off unit, unsure if still in use.

Event description:
Cracked at junction of line and winged fixation point. Cvad dressing removed, confirmed to be leaking at site indicated, nnp able to insert guidewire, remove damaged device and re-insert new (same size and lot number) device into original access point. Pt tolerated well. Transferred off unit, unsure if still in use.

Manufacturer narrative:
The faulty catheter was received with a needle-free connector attached to the catheter's luer lock (ll) hub, and the catheter tube was cut approximately 1.3 mm distal to the wing. Microscopic examination revealed a tear inside the catheter approx. 0.35 mm distal to the wing. The surface was very rough, and stress whitening was visible, indicating that the catheter had been subjected to excessive bending and tensile forces. In general, there are various events that can lead to a leaking catheter: 1. Tensile force. Which may be caused by: - dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture - for babies - routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "the puncture can only be made after the disinfectant has completely dried on the skin. Be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter.". Although the customer stated that alcohol-based disinfection was used only on the skin and did not come into contact with the catheter, it is important to note that the product's instructions for use (IFU) include warnings regarding the use of alcohol-based disinfectants. Furthermore, the IFU states: - anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. - caution: do not overstretch the catheter as it may rupture, causing a catheter embolism. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. A two-year review of vygon USA's complaint data, covering the period from april 1, 2023, to april 30, 2025, indicates that two additional complaints were recorded for lot 24d008d related to leaking catheters. Both complaints were determined not to be related to manufacturing but to the conditions of use. Corrective action: as the catheter functioned for 9 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when flushing the catheter. Therefore, no further corrective action will be initiated at this time.